Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 586 mg/dl and reported a sensor glucose vs blood glucose reading mismatch. The customer received a sensor updating alert and reported a blood on insertion site. The event involved products mmt-1884, mmt-7040ma, mmt-396at, and mmt-332a. Troubleshooting was partially performed for high blood glucose and later customer declined. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature or not. Troubleshooting was not performed for the site issue, sensor updating alert and sensor glucose vs blood glucose. No further patient complications were reported. The customer will discontinue using the sensor. The product return was requested for mmt-7040ma and the customer response was that the device will be returned. It was unknown whether the customer will continue using the infusion set, reservoir and pump. No product return is required for mmt-396at. No product return is required for mmt-332a. No product return is required for mmt-1884.